Event description:
Indication for removal: pt infected leads with vegetation. Procedure: the physician used a spectranetics 14fr. Sls catheter in order to remove the ra lead. While attempting to remove the rv lead, he ran into heavy calcification about 5cm up from the heart and up-sized to a 16fr catheter. He was not lasing and not pushing the catheter, however, the bp began to fall. The physician called for the CT surgeon, who was observing the procedure. The chest was cracked and the pt on bypass within two minutes. The lead and vegetation was removed and the pt was in stable condition. There is no indication that the adverse event was caused by any malfunction of the spectranetics device.